Event description:
On (B)(6) 2013, the reporter the patient's mother, contacted animas about the settings on the replacement pump she was programming for her daughter, and during the course of the conversation mentioned her daughter had elevated blood glucose (bg) level this morning, 260 mg/dl with nausea. Mom is not implicating pump and thinks bg elevation is related to patient's recent inactivity as yesterday as not in school. Mom declined to troubleshoot the pump, and agreed to call back if any problems arise. Customer technical support (cts) advised mom to change the site and mom agreed. This complaint is not being reported as there is no indication of pump malfunction, and the bg excursion can be attributed to the child's decreased activity level. Mom called back later that day and completed troubleshooting on the pump, which had just been started last night. Cts review found no issues with technique, supplies, or storage temperature. Mom reports no issues with site. Changes out every 3 days. Mom reports she rotates and does not feel or see any lumps or scar tissue at the site. Cannula was not bent or kinked when she changed her out this morning at approximately 7:45am. Mom gave 2 correction boluses since she changed out site. Mom states bg at 8:15am = 361 mg/dl with severe nausea. Mom gave the patient zofran for nausea. By end of call, nausea was slightly improved. Mom states she tested negative for ketones at this time. Time/date set correctly. Basal program and all bolus settings reviewed - mom confirmed and verified they are correct. Tdd adding up with bolus and basal amount. No associated alarms in history. Mom is priming adequately and verifies seeing drops from end of tubing. Mom is filling the cannula. Cts advised mother that there was nothing to indicate the pump was malfunctioning. There was also no evidence to suggest an issue with her sites, supplies or insulin. I instructed mother that she did the correct action by changing out her site as her bgs remained elevated following 2 consecutive correction boluses. I advised mother to continue to monitor response to new ifs site and call the doctor and follow-up for additional advice related to dosing and alternate form of insulin delivery related to sustained high bg. Mom verbalized understanding. I advised mom that unexplained high bgs can occur from time to time and if she is identifying this as a pattern, then she needs to contact doctor for possible settings adjustments. Patient just started this pump last night and has not been using it for any length of time to determine a pattern. Mom agrees with assessment at this time and will call back if further assistance is needed. There is no indication of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 8/15/16 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.